Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that premature deployment, difficulty reconstraining, and stent fracture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left carotid artery. An 8.0-21 carotid wallstent was advanced for treatment. However, during deployment of more than 50% of the stent, the delivery shaft had great resistance to withdraw, and the stent could not be deployed. The stent was not fully re-constrained, and the system had to be recaptured into the 8f guiding catheter and the whole system was pulled out of the body. Upon withdrawal, the stent was deployed into the guiding catheter and a fracture in the middle of the stent was found. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that premature deployment, difficult to reconstrain and stent fracture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left carotid artery. An 8.0-21 carotid wallstent was advanced for treatment. However, during deployment of more than 50% of the stent, the delivery shaft had great resistance to withdraw, and the stent could not be deployed. The stent was not fully re-constrained, and the system had to be recaptured into the 8f guiding catheter and the whole system was pulled out of the body. Upon withdrawal, the stent was deployed into the guiding catheter and a fracture in the middle of the stent was found. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Only the stent was returned for evaluation. The delivery system was not received. The stent was noted to be damaged. No other issues were identified during the product analysis.